Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source displayed an error b30: scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Added h4 manufacturing date . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to the manufacturing center. A definitive root cause cannot be determined. Additionally, there was not enough information collected concerning any presumed causes. Olympus will continue to monitor field performance for this device.